Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker had premature battery depletion (pbd). Previous device check indicated 1.5 years but 4 months after, the device declared end of life (eol). This device remains in service. No adverse patient effects were reported.